Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device is an instrument and cannot be implanted or explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd investigation was conducted. The report indicates that the returned three-fluted drill bit, lot # u144342, was released december, 2011. The returned protection sleeve, lot # 4591568, was manufactured july, 2003. The returned drill sleeve, lot # 4401636, was manufactured may, 2002. The returned 135 degree aiming arm, lot # 4400239, was manufactured october, 2002. These four devices were received intact with signs of wear and surface scratches. The returned connecting screw, lot # 6319187, was released april, 2010 and was received with wear to the hex drive and surface scratches. The returned insertion handle, lot # 4544028, was manufactured october, 2003 and was received with hammer marks over area where the driving cap would attached and at the location of the ¿do not strike this instrument¿ etching. There are also scratches and nicks over the rest of the device. The returned trocar, lot # 4644876, was manufactured october, 2003 and was received with hammer marks to the proximal end and wear over the length of the device. The unknown nail, lot # unknown, was not received as it remains implanted in the patient. To replicate the complaint condition, a 170mm titanium cannulated trochanteric fixation nail (part # 456.315, lot # 6700338) was used with the returned devices. The construct was assembled to this known good implant and at no time did the construct fail to properly align. Thus, the complaint condition is unconfirmed. These devices are not specified to be hammered so it is likely that hammering loosened the connecting screw which allowed the devices to be forced out of position and soft tissue to place deflection forces on the devices which resulted in the misalignment. The technique guide recommends that the user ¿confirm that the nail is tightly connected to the insertion handle, especially after hammering¿ and there is an etching on the insertion handle that states ¿do not strike this instrument¿ (j3900-I). Therefore, the method of use rather than a design deficiency has likely led to this complaint. The insertion handle, 135 degree aiming arm, protection sleeve, and the drill sleeve were manufactured after the release of the current drawing revision and the trocar was manufactured prior the release of the current drawing revision. The drill bit was manufactured, according to the supplier certificate of conformance, to a previous drawing revision, revision b, and the connecting screw was manufactured, according to the supplier certificate of conformance, to the current drawing revision, revision b. In conclusion, the complaint condition of misalignment is unconfirmed. The complaint condition was not the result of a design deficiency and was likely due to the method of use. The current design revisions are sufficient for their intended use.device was used for treatment, not diagnosis.h11: d1if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the placement of a short trochanteric fixation nail (tfn) the surgeon could not get the drill bit to engage with the tfn. The 135 degree aiming arm and insertion were removed and reattached and the drill bit was still drilling anterior to the desired position to meet the nail. The surgeon unsuccessfully tried to complete the hole free handed for the distal locking screw. The surgeon elected to not use a distal locking screw. There was a ten minute delay reported during the reassembly process to try to correct the alignment issue. The surgery was completed successfully with 10 minutes delay. This is report 2 of 8 for complaint (B)(4).